Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has physical damage. Customer stated that it has cracks by the reservoir compartment and by the battery cap. Customer did not recall how the damage occurred. Customer also reported that she has had trouble with turning on the insulin pump after changing the battery. Blood glucose 182 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.